Manufacturer narrative:
We have now concluded our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part number provided, there has been no further complaints reported with this failure mode in the past three years. The product was intended for use in treatment. However, issues were experienced during application. The returned unused dressings were inspected by removing the release paper #1. It was observed that when the release paper #1 was removed, the release paper #2 still adhered on dressing. We have not been able to confirm a relationship between the event and the device or identify a root cause. For the dressings complained by customer, it is possible that the part of the dressing film covered by the release paper #2 had no adhesive, which caused the unexpected removal of the release paper #2. The film was provided by a third party supplier. The no-adhesive area on film was flagged by supplier so that the area can be detected and removed during our process. In this case it is possible that the no-adhesive area was not flagged. However, because the returned samples did not support the complained issue, no further actions by smith and nephew are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when the release paper #1 was removed, the release paper #2 was also peeled off, so it was impossible to use. It is unknown the exact number but all dressings that were tried to use were affected. The treatment was completed with a backup. No delay was reported.